Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were a good size. Customer was advised of the causes of air bubbles in their reservoir. The customer also reported their reservoir leaked at the transfer guard during filling. It was also found insulin did not leak at the reservoir's snap cap. The customer was advised to change their reservoir. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed fill reservoir. Reservoir failed per spec. Due to found transfer guard needle occluded.(B)(4)